Event description:
The drill broke when entering the bone. This event did not result in a surgical delay or any adverse consequence to the pt.

Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device but rather would be related to user technique.